Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. A high-pressure alarm was revealed in the event history log. Functional testing was able to determine an anomaly in the downstream occlusion sensor was the root cause. The sensor was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the occlusion alarm was triggered. The event occurred while patient use at patient¿s home. There was no patient harm or adverse event reported.